Event description:
The user facility reported that their reliance synergy washer/disinfector was leaking water. No procedure or injuries were reported. Damage to the linoleum floor by the water was reported.

Manufacturer narrative:
The steris technician found that steam was leaking from the strainer cap. The technician replaced o-rings, retightened the cap, and replaced the piston for drying valve. The technician ran a test cycle and the unit was operational.